Event description:
The event was a prolonged, extremely elevated blood glucose level on a pt using the medtronic diabetes pump. On the day of the event, the pt experienced gradually increasing bg, as measured with finger sticks, and re-inserted the infusion catheter, as instructed. However, bg continued to rise during the day, causing inability to concentrate on school, and excessive urination/drinking. Ketones were present in urine by 10:00 pm. Other potential causes, such as improper carb assessment, were all eliminated. As a last resort, at 1:00 am, 2007, the catheter was removed again, and found to be laying on top of the skin. At some point, the catheter pulled out of the tissue, and became lodged on top of the skin, without kinking the line. The pump never issued a warning, and there is no way to visually assess such an issue because of the design of the catheter mount. The pt bg were over the range of the meter for about 10 hrs -greater than 600-. Medtronics by default sends a short catheter which, according to the trainer sent by the co, generally gives poorer results than the longer, angled version. The co has been contacted by email, and through both the saleswoman and co trainer, but the response has been non-committal. It would appear that this is a serious design flaw, in that it allows a pt to have extremely elevated bg from the failure of insulin delivery, without any warning from the pump. Dose or amount: variable, route: sq. Dates of use: 2007. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced: yes.